Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the port was leaking during the procedure at the seal of the device. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4).